Manufacturer narrative:
H10: testing was performed at abbott diagnostics scarborough, inc. On retained kit lot 153364 with internal positive quality control samples and negative quality control swabs. All test results were valid and performed as expected. Additionally, the manufacturing records and quality control release testing was reviewed for test kit part number 195-160 / lot 153364 , test base part number 195-430h / lot 148134 . The lot met the required release specifications. A review of the complaints reported as false positive and false negative patient results (confirmed and unconfirmed, conflicting results) related to kit lot 153364 showed that the complaint rate is (B)(4) and (B)(4). Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue. However a possible assignable root cause is sample interference or cross contamination.

Manufacturer narrative:
This supplemental report is being submitted to provide corrected data and additional information.

Manufacturer narrative:
The investigation is still in progress. A supplemental report will be provided after completion.

Event description:
The customer reported conflicting result with the binax now covid-19 antigen self test. The customer stated that the first result of the test has a faint line on the sample line and a pink line on the control line, user took the second test and the result has a pink line on the control line and no line was present on the sample line. As per the customer the first test was performed on (B)(6) 2021 at 11:00am and generated a positive result, and the second test was performed on the same day in the afternoon and generated a negative result. No additional patient information, including treatment and outcome, was provided.